Event description:
A patient with a trial external neurostimulator reported to a manufacturer representative that she got a bladder infection yesterday. The patient's healthcare provider is aware of the infection and has the patient on antibiotics. No device issues were reported and the patient's status is unknown at the time of this report.